Event description:
Customer reported a power source alert with their device. There was no reported impact to the customer's blood glucose level. Customer attempted multiple solutions, including using different adapters and cables, but the issue persisted. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on using backup therapy to ensure insulin delivery was uninterrupted. The customer was guided on putting the defective pump into storage mode and returning it with a prepaid label.